Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "noise" was confirmed. This drill has been power broken and rattles. This damage appears to be caused by abuse/misuse by the customer. This drill has not been cleaned in accordance with synthes anspach recommendations. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had an issue was noise. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.